Manufacturer narrative:
Section d4: UDI corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mobile power unit was returned because it was beeping.

Manufacturer narrative:
Section a information currently unavailable. Pending hospital follow up for more information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a mobile power unit was received at the burlington site on (B)(6) 2024. The reason for the return was unknown.

Manufacturer narrative:
Section d1: brand name corrected. Section g3: PMA number corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of alarms occurring on the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and upon powering on the mpu a constant alarm became active. The alarm was resolved upon the removal of one of the aa batteries. The issue was isolated to the mpu patient cable and was replaced. A functional check was performed, and the unit passed all testing. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The returned cable was inserted into a test mpu, connected to power, and the unit booted up as intended. The mpu was then connected to a test system controller and mock loop and allowed to run for an extended duration. The system functioned as intended without any issues or alarms becoming active. The reported event was unable to be reproduced during testing with ppe. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 18dec2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.